Event description:
It was reported a patient presented in supraventricular tachycardia (svt) which was initially interpreted correctly by the implantable cardioverter defibrillator (ICD), but the diagnosis was overridden as ventricular tachycardia (vt) and the patient received inappropriate shocks and anti-tachycardia pacing (atp). Programming changes were made to restore normal parameters. The patient was stable.